Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer.no other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer became aware of an allegation of rep dream station auto bipap that the patient alleging cancer. No other clinical information or medical interventions were reported. The device was returned to the third-party service centre for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of visible foam particles. The technician confirmed no particles in the air path. During the evaluation, secondary findings was not observed. There was one error code found. The third-party service centre concludes that they couldn't confirm the customer's allegation and unit corrected. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box h: (device) problem code grid, evaluation method code, evaluation result code and conclusion code, remedial action init, recall (z) number has been updated.

Manufacturer narrative:
The device was returned to the service center for evaluation. During the evaluation of the device, the service center internally/ externally inspected the device found error code 191 had been observed. The device passed all tests. Section g2, g3, and h6 have been updated in this follow up report.